Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of stent partially deployed. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a wallflex biliary rx stent was to be used to treat a malignant stenosis in the bile duct during a biliary stent placement procedure performed on (B)(6) 2015. Reportedly, the patient's anatomy was tortuous and the patient had liver cancer. According to the complainant, during the procedure the physician began deploying the wallflex biliary rx stent. The physician tried to retract the stent to reposition it; however, the stent was unable to reconstrain completely. The wallflex biliary rx stent was removed from the patient partially deployed. The procedure was completed with another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.